Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, incomplete bav, or interaction with other cardiac structures (e.g. Mitral valve entanglement during ta approach). In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that patient factors (severe calcification) may have contributed to the difficulty crossing the native annulus. In addition, per report, the mitral chordae tendinae rupture probably occurred at the time of the initial withdrawal of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, during a transapical approach of a 26 mm sapien xt in the aortic position, difficulty was encountered when crossing the native annulus and a chordae tendinae rupture was observed at the end of the procedure. As reported, a balloon valvuloplasty (bav) was performed. It was not possible to cross the native annulus with the ascendra+ delivery system and the devices (delivery system with valve and sheath) were removed as a unit. A new bav was performed and during inflation the bav balloon ruptured. The patient destabilized and suffered a cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and the patient was placed on extracorporeal membrane oxygenation. A 26mm sapien xt valve was implanted and an echo revealed significant paravalvular leak (pvl). Post dilatation was performed with and additional 1ml (23 ml total) and there was improvement but pvl remained moderate. After the implant echo showed a rupture of a mitral valve ¿strand¿, resulting in severe mitral regurgitation. Per report, the rupture probably occurred at the time of withdrawal of the delivery system. The case was converted to open surgery with an attempt to repair the mitral structure but due to the hypertrophy of the left ventricle this was unsuccessful. Subsequently, the patient passed away due to left ventricular failure. Per report, the calcification in the native annulus was severe and eccentric causing the native valve to be bicuspid. As per medical opinion, this caused the difficulty crossing native annulus.